Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: approximated based on the date the manufacturer became aware of the event. The device is not available for return; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patients ipg was not lasting long as it used to and was starting to take longer to charge due to the age of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively with full coverage. The explanted ipg was not returned due to hospital policy.